Manufacturer narrative:
Age or date of birth, weight, and ethnicity: information unknown/ not provided. Explant date: lens remains implanted, therefore not explanted. Reporter email address: unknown. Reporter telephone number: (B)(6). All pertinent information available to johnson and johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that after following the direction for use (dfu) a scratch was found on the cartridge. The lens was implanted without issues into the eye but the cartridge cracked. There is a photo available showing the issue to be at the tip of the unit. No additional information was provided.

Manufacturer narrative:
Section d9 - device available for evaluation? Yes. Section d9 - returned to manufacturer? 5/21/2021. Section h3 - device evaluated by manufacturer? Yes. Device evaluation: the complaint product was received in its original packaging. Also, the implant notification and some labels were returned. Upon evaluation of the sample received, traces of lubricating material were observed. No lens was returned for evaluation. A mark that appears to be a crack was observed in the cartridge and the tip of cartridge was slightly deformed. The reported issue was verified; however, due to the condition of the sample returned it is not possible to determine if it¿s related to handling or the manufacturing process. Based in the analysis product quality deficiency was not identified. Manufacturing record evaluation: the manufacturing process record was evaluated and revealed that the product was manufactured and released according to specifications. A search revealed that no additional complaints were received from this production order. Conclusion: as a result of the investigation, there is no indication of a product quality deficiency. All pertinent information available to johnson and johnson surgical vision, inc. Has been submitted.